Manufacturer narrative:
Other applicable components are: product ID: 37744, serial# (B)(4), product type: programmer, patient. Analysis of the patient programmer (B)(4) found that the boards were corroded.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spi nal pain. It was reported that the patient programmer (pp) would not power up and the screen was dark. It was unclear if the patient had dropped the pp or not. The patient stated the screen was dark and they cannot control their pain without it and the pain was getting bad. The patient tried changing the batteries. A replacement pp was sent. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their programmer had resolved the issue of their pain. No further issues were noted or anticipated.